Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of display anomaly, button error and water tight inquiry from the insulin pump. The customer's blood glucose reading was 384 mg/dl. The customer stated that the pump was exposed to moisture from the lake. The customer stated that the button error was not present in the history at or around the time the pump was exposed to moisture. The customer mentioned when she pressed act, the whole screen goes faint and the light goes on and off. The customer stated that the bolus wizard button does not work at all. The customer declined to troubleshoot for high readings. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No display anomaly or backlight anomaly could be verified and the functional testing could not be completed due to the keypad anomaly. Moisture damage was noted on the electronics and motor. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.